Event description:
During an ortho appointment, patient was to receive prp injection to left knee. Arthrex angel prp kit was utilized. Arthrex angel prp kit; unit #: (B)(4) abs-10061t, lot: 4256152686, exp: 2026-08-31. This kit did not perform as expected in the centrifuge table. The centrifuge is used to separate blood components and the plasma is funneled into a syringe yielding 5cc of plasma. This time the components were not separated appropriately yielding approximated 9cc of partially separated fluids. Thus, another blood specimen was needed from patient. During the patient's appointment 120 ml of blood is drawn to be used in the centrifuge. Using the kits, the specimen is then separated into its components, allowing the prp to be performed. Because the separation did not occur, the blood draw had to be repeated and the specimen placed in the centrifuge, utilizing a fresh kit. Arthrex angel prp kit; unit #: (B)(4), ref: abs- 10061t, lot: 4256152686, exp: 2026-08-31. Smaller veins had to accessed, several collapse or vein to rupture.